Manufacturer narrative:
The insulin pump was received with a missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. The following physical damage was noted: missing reservoir tube o-ring, cracked reservoir tube lip, scratched casing, minor scratches on lcd window, pillowing keypad overlay, missing end cap address label and slight corrosion in battery tube. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. The blood sugar was unknown. It was reported the plastic ring had detached from the reservoir compartment. Advised the insulin pump will need to be replaced. The insulin pump was returned for analysis.